Event description:
Pt with PICC line for chemo. When line removed d/t leaking it was noted the tip was not intact and required surgical removal. Retained foreign body from subclavian vein and pulmonary artery fractured PICC line. Neuroblastoma.